Event description:
Vns patient is experiencing an increase in seizure activity. The patient's family member reported that the patient was experiencing "almost non-stop seizures" and that they subsequently believed that the generator may be nearing end of life. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of life. The patient's family member indicated that there had been several recent medication changes, but that most of them had been as a result of the sudden increase in seizure activity. The patient's family member planned to pursue generator replacement surgery, but the treating neurosurgeon would not replace the patient's generator because device diagnostic testing indicated that the generator had not reached end of life and that the device was able to deliver the vns therapy as programmed. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Further follow-up revealed that the patient underwent generator replacement surgery due to suspected end of service. Only the pulse generator was replaced.

Event description:
Further follow-up revealed that the patient is not currently experiencing an increase in seizures. Neurologist indicated that the patient had a recent medication change and is currently stable.

Event description:
Product analysis summary: the pulse generator met electrical test specifications. The pulse generator was operating at an increase duty cycle that would deplete the battery more rapidly than a low duty cycle. Battery life analysis estimates the time until end of service is 0.02 years. Based on the battery life analysis the pulse generator is approaching end of life, but hasnot yet tripped the elective replacement indicator and is not at end of life.